Manufacturer narrative:
Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found insufficient information. At least three documented attempts have been made to retrieve 3d model with no additional information made available. This case may be re-opened if additional information is received. Product event summary #fusion unable to register with tracer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the 100% point was completed in registration, but the result was "failed" and it could not be used for the procedure. The procedure was completed without using the navigation. No patient impact was reported. There was less than an hour delay to the case.